Event description:
It was reported that in (B) (6) 2009 the battery voltage was 2.89 v and that now in (B) (6) 2010 it was 2.96 v. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant.